Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Only the main coil and delivery wire were returned. The main coil and the delivery wire were not interlocked. The introducer sheath was not returned. The returned coil was found kinked and severely stretched. The delivery wire was inspected, and no damages were noticed. Microscopic inspection of the main coil revealed that the zap tip has a smooth surface and the interlocking arm was detached. The zap tip of the delivery wire has a smooth surface. The interlocking arm was inspected, and no damages were found. Dimensional inspection revealed that the outer diameter (od) of the weld, wire arm and wire zap tip of the delivery wire were within the specification. For the main coil, the number of distal and proximal fiber bundles and the zap tip, and primary coil (od) were also within the specification.

Event description:
Reportable based on device analysis completed on 11nov2021. It was reported that the device was stuck. The target lesion was located in the splenic artery. A 12mm x 40cm interlock-35 was selected for use. During the procedure, the first coil was deployed through an imaging catheter. Subsequently, this device was used but it got stuck in the middle and could not be pushed out of the catheter. The device was simply pulled out and the procedure was completed with another of the same device. There were no complications reported and patient was stable post procedure. However, device investigations revealed that the interlocking arm was detached.